Event description:
The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. It was also reported that the lead was explanted due to a lead fracture. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. (B)(4): the full lead in segments was returned, analyzed, and there is intermittency between the pin and the cap on the is-1 connector. It was also noted that the distal and defibrillator conductors were distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overly had cosmetic environmental stress cracking (esc), the outer tubing esc breach was non electrical, the outer insulation had a cosmetic depression, and there was blood in/on the helix mechanism.